Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a broken shell, red particles in gel, around 0-25% of the shell is missing, device was to be underweight. A microscopic analysis was performed which identified a broken shell with a striated edge on the radius side assessed as surgical damage consistent with the use of some surgical tool. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.